Manufacturer narrative:
Correction b1: type of report is adverse event and product problem no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that the patient had ventricular tachycardia; the patient was treated with antihypertensive and antiarrhythmic treatment. The patient was noted to have experienced mild right ventricular dysfunction prior to their device implant. The patient's right ventricular dysfunction at the time of the event was treated with intravenous diuretics. The cause of the low flow alarms was confirmed to be due to the patient's small left ventricular cavity size, leading to brief periods of positionally-related underfilling in the left ventricular assist device (lvad) or the cannula's position aborting against the intraventricular septum. The low flows were causing poor quality of life, including occasional symptoms of dizziness, and had led to hospitalization. A low flow controller software upgrade was performed which resolved the low flow alarms. The patient was advised to maintain their volume status. The patient was stable and was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through an onsite evaluation by an abbott representative and review of the submitted log files. According to the account, the low flow events were due to the patient's small left ventricular cavity size leading to brief periods of positionally-related underfilling in the left ventricular assist device (lvad) or the inflow cannula's position abutting against the intraventricular septum. The reported inflow cannula alignment issue could not be confirmed as no images were submitted for evaluation. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypertension, cardiac arrhythmia, and regurgitation could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists hypertension and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 5 also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had been experiencing frequent low flow alarms beginning in (B)(6) 2023. The patient's blood pressures were found to be high, and they were treated with antihypertensive medications. The patient was later admitted on (B)(6) 2023 with low flow alarms; they were given antihypertensive medications and fluids. An interrogation of the patient's implantable cardioverter defibrillator (ICD) was performed and would be medically management for hypertension related to arrhythmia. The patient's ICD was noted to be implanted in 2021. A computerized tomography (CT) scan was performed that showed mild aortic, mitral and tricuspid regurgitations. No pericardial effusion was noted; however, minor lung collapse was noted at the base of the lungs. Multiple small volume mediastinal nodes were also noted. The patient's left ventricle size was noted to be small, approximately 5.0mm, and their inflow cannula was noted to be positioned towards the interventricular septum. The patient also had reduced right ventricular function. The patient would receive a low flow controller software upgrade.